Event description:
Patient reported that their bite alignment is not right, when they bite down their teeth do not fit together. They were seen by their dentist and advised to stop immediately wearing the aligners.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.